Event description:
The user reported that subdermal needle electrodes were used during a lumbar fusion procedure. Following procedure, user removed the subdermal needle electrodes and discarded. In post-op it was identified that one of the needle electrodes remained in the patient's thigh and was removed with forceps. During complaint investigation, the user noted that the needle appeared to be intact but detached from the leadwire. The part number was identified as rlsnd121-2.5, lot number pm00023274.